Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported by the patient that for the past probably half a year, they had noticed that it was taking over19 minutes to deliver a bolus. Patient also confirmed 90% lag issue. Patient stated their 'last one' did the bolus in just minutes and it was done. Agent reviewed information and walked patient through clearing data from the personal therapy manager (ptm). Patient was then able to connect to the pump without lag issue. Patient would monitor and call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to include h7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.